Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: device evaluation: on investigation, the display was dim/discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 08-mar-2018.